Event description:
An echelon 10 was being prepared for use in a coiling procedure. It was reported upon inserting inside a pretreated aneurysm, it was noticed that the catheter's distal marker band was not visible under fluoroscopy. The catheter was removed and confirmed the marker band was missing. No complications were reported to have occurred with the pt during this event.